Event description:
The pt underwent the procedure and noted right after the procedure that his left leg was partially anesthetic and he had a drop foot. His left leg would not support him. He could not walk and had to be given crutches. He then went to the emergency room for further evaluation. The pt received physical therapy and states that he can not walk for more than two or three blocks without becoming fatigued. Procedure: annuloplasty.